Event description:
The customer states that one female patient receiving fertility treatments is generating lower than expected axsym estradiol assay results. This has occurred with two different lots of reagents on two different axsym analyzers. An ultrasound verifies that the results should be higher. Samples tested on a non-abbott platform confirm the ultrasound findings. The customer gave the following examples: date: (B)(6) 2010; axsym: 1; non-axsym: 466.5 pg/ml. Date: 10 feb 2010; axsym: 27; non-axsym: 1059 pg/ml. Date: 13 feb 2010; axysm: na; non-axsym: 2547 pg/ml. Date: 18 feb 2010 axsym: 5; non-axsym: na pg/ml. Controls have been within specifications on the axsym system and there have been no issues with any other patients. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Axsym estradiol assay ln: 7a63, lot: 81131q100, exp: 05/16/2010. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.